Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4) serial number was removed and missing off label use code was added to field medical device problem code.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii postoperatively. The implants were removed and same implants were placed back after surgical intervention on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(4) 2020, mentor became aware that device serial number (B)(4) reported as part of this complaint, was reported incorrectly under psr for (B)(4) as it belongs to another complaint and serial number for this file is unknown at this time. On (B)(4) 2021, mentor became aware that off label code was inadvertently not reported under psr for (B)(4). The code is being correctly added on this form under field medical device problem code. This report is for the patient¿s left-sided device. See manufacturer report number 1645337-2021-00260 for patient's right side device information.